Event description:
During ultrasound scanning the patient commented that a slight tingling sensation was felt where the transducer touched the skin. Using a different transducer yielded the same result.